Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02518, 1627487-2019-02521 (device migration). It was reported that the patient had high impedances on the lead and extension during intra-operative testing after an ipg replacement. The lead and extension were explanted and replaced to address the high impedance. It was reported that effective therapy was restored post-operatively.